Event description:
Evaluation revealed that the force sensor resistance measurement was out of calibration. This report is being made based on the evaluation results.

Manufacturer narrative:
(B)(6). Correction #2531779-03/24/2010-003-r. Evaluation revealed that the force sensor resistance measurement was out of calibration. A review of the pump history confirmed large prime volumes were noted in the prime history, but could not be reproduced. During testing they performed the "rewind/load/prime" steps 5x and all primes were completed with less than 2u. The "load" step was performed without a cartridge to ensure the piston was not stopping early. Piston wound to the end of the lead screw and pump gave a "no cartridge detected" warning. Review of the pump download history did not reveal any motor errors. When the pump was opened contamination was seen on the force sensor plate. Evaluation also revealed the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.